Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: failure to connect to exchange sheath. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, the physician was unable to connect the exchange sheath to clip applier. The vessel was rewired, a new exchanged sheath was inserted, and a second clip applier was used successfully. There were no adverse patient effects reported. Though requested, no additional information was available.